Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Pt identifier: correction from unk to na. Age/date of birth: correction from unk to na. Sex: correction from unk to na. (B)(4). Describe event or problem: correction: the affected load was reprocessed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, visual analysis, retains analysis, concomitant product evaluation, and system risk analysis (sra). The DHR was reviewed and all process specifications were met before the release of the product. Trending analysis by lot number was reviewed from 10/15/2016 to 4/13/2017 and trending was not exceeded. Visual analysis was not performed as the product was not returned for evaluation. Retains testing was not performed since user error was determined to be the cause. The concomitant sterrad® nx was tested by an asp field service engineer (fse). Upon arrival, the fse confirmed the customer was using aesculap pans which are know to absort h2o2 as they age and was advised to switch to aptimax trays instead. The issue has since resolved. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to using aged aesculap trays. The fse provided customer education regarding the trays and the issue has since been resolved. The issue will continue to be tracked and trended.